Manufacturer narrative:
Title effect of subcutaneous sterile vitamin e ointment on incisional surgical site infection after elective laparoscopic colorectal cancer surgery source article: jaime ruiz-tovar, 2017, surgical infections, volume 18, pages. 287-292, number 3, 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2015 and march 2016, this was a randomized-controlled study for the effect of vitamin e ointment on incisional surgical site infection in 101 patients treated with elective colorectal laparoscopy. The surgical procedures included left colectomy on 33 patients, right colectomy on 28 patients, transverse colectomy on 3 patients, low anterior resection on 33 patients and total colectomy on 4 patients. There were no significant differences in the surgical techniques between groups. The anastomoses were stapled either with a circular stapler in the left colon and rectum of 66 patients or a linear stapler in the transverse and ileocolic anastomoses on 35 patients. There were 3 cases of anastomotic leakage which all appeared in colorectal anastomoses, hence all due to the circular stapler. The study mortality rate was 1%, with one patient death 30 days after operation. The cause of peri-operative death was an anastomotic leak and sepsis.